Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device had a problem with ECG interference during a self-test. There was no report of patient or user impact. Available details indicate that the device had a problem with ECG interference during a self-test. The available details indicate that the ECG cable was replaced and the device was successfully returned to service. Based on the information available, the cause of the reported problem was a component failure. The faulty component was replaced and the device was returned to service. The customer was provided with a replacement ECG cable and the device was returned to service.